Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was peeling by the ok button, exposing the key contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow and contrast keypad buttons were unresponsive; the down arrow and ok keypad buttons required multiple presses to elicit a response. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and an audible alarm reading could not be obtained. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.